Manufacturer narrative:
Secondary intervention: thrombus aspiration and poba. Eval- results, stent thrombosis, deployment of endeavor rx stent is not recommended in patient with thrombus at lesion site and at a bifurcation, possible resistance to plavix. Evaluation: conclusion: deployment of endeavor of rx stent is not recommended in patient with thrombus at lesion site and at a bifurcation, possible resistance to plavix.

Event description:
A 2.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed after pre-dilatation in the lad # 6. The target lesion was described as a thrombotic lesion with 100% stenosis and located at a bifurcation. No issues were reported with deployment of relevant device: however, the deployment of endeavor rx drug-eluting coronary stents is not recommended for patient with severe thrombosis at the lesion site and at a bifurcation. It was reported that 5 days post implant, the patient presented with chest pain. ECG confirmed st segment elevation indicating ami. Emergent pci was performed. Thrombus was aspired and poba was performed. The physician commented that the patient, who was given a gene test, has a "probability of be resistant to plavix". The use of this product is not indicated in patients who are not likely to comply with the recommended antiplatelet therapy. The device has not been identified as the root cause of the event. The root cause of the event is most likely the combination of a resistance to plavix and the patient's condition which may have made the patient more prevalent to a stent thrombosis. Stent thrombosis is also listed as an inherent risk of a pci procedure.